Event description:
Customer took a blood glucose test and received a result of 367mg/dl. The customer dosed insulin based on reading. Customer later started to vomit and went to the hosp. A blood glucose comparison was performed and the lab result was 262mg/dl, the customer's device reading was 362mg/dl. The customer was admitted to the hosp. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.